Event description:
A report was rec'd that alleges that the inflation line was "defective." Further info has been requested regarding pt involvement and pt outcome. No add'l info has been rec'd at this time.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.